Event description:
Event description cpi received information that two myocardial leads were removed from service due to a sensing issue. During the replacement procedure fluid was found in the leads.